Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. Visual inspection infusion, and motor run testing were performed. The customer's reported problem "1870 error" was duplicated during motor run test. According to the investigation the pump faulty motor caused the reported problem. Service replaced the pump faulty motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical cadd legacy 6400 pump, alarmed 1870 code. This alarm occurred during testing and no patient involvement.